Event description:
It was reported that during a procedure using a coblator ii controller with an unk arthrowand, the wand did not activate upon connection. A new identical wand was opened and connected, yielding the same result. The surgeon opted to complete the procedure using a competitive dance. There were significant delays or pt complications reported as a result of this event.